Manufacturer narrative:
This report is submitted on april 12, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to pain at the implant site. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. Device analysis indicated device failure. This report is submitted on june 19, 2024.

Manufacturer narrative:
Correction: the correct date of awareness is march 19, 2024; not march 20, 2024 as previously reported. This report is submitted on may 02, 2024.